Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair to treat an aneurysm, using the stent graft etbf3616c145ee endur ii bif, the back end wheel of the stent graft delivery system broke when the physician attempted to open the tip. The wheel was pressed on again using two fingers, opening the tip with the pins attaching to the aortic wall. Upon attempting to recapture the tip, it functioned until reaching the right common iliac artery, where it opened again and could not be closed. Difficulty was encountered in removing the system from the patient, and a small laceration in the right common iliac artery occurred during device removal. The vessel damage was repaired with sutures. It was noted that there was no damaged observed to the packaging or device prior to inserting into the patient. There was mention of possible calcification complicating device removal. The injury to the right common iliac artery was repaired, and the endovascular aortic repair was completed. Per the physician the cause of the delivery system malfunction was attributed to the failure of the back-end wheel. The physician did not use excessive force. The physician was noted to have over 20 years of experience with the delivery system. The patient is alive, recovering, and reported to be fine.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty in recapturing the tip/removing the delivery system was likely confirmed; however, the cause of the events could not be determined due to the limited quality and availability of images. The broken back end wheel and vessel damage could not be confirmed. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Additionally, procedural angiograms were unavailable, which would have allowed for a more thorough evaluation of the attempts to recapture the tip, any removal issues, and the reported vessel damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6. Annex a code a0501 assigned. Previously reported code, a0406 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with a detachment evident to the backend wheel, the detached backend wheel was received alongside the device. Deformation and stress marks evident to back-end wheel tabs. One tab had detached prior to receipt of the device and was not received alongside. The external slider and graft cover were fully retracted on receipt of the device. Deformation was evident to the graft cover. Deformation was evident to the back-end screwgear at the tip capture t-bar. Resistance was experienced when attempting to advance and retract the tip capture t-bar, it was not possible to advance or retract the tip capture mechanism. It was possible to advance and retract the graft cover via rotation of the external slider and engaging the trigger. Deformation was evident to the proximal section of the tip. Separation was evident to the spiral member. The reported detachment could be confirmed through analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.